Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. Console logs were not consistent with what was reported in the complaint description. The reported complaint date was 2025.02.14 but no logs exist from that date. The actual complaint date was likely 2025.02.09 since it was reported that the issue did not resolve after a purge cassette change and that was the most recent day that the purge cassette was replaced. No evident purge pressure issues were observed in the logs. However, after reviewing the logs, numerous imc-ahp errors were observed which are indicative of communication issues between the purge cassette and the rfid. The console was returned for evaluation. The reported purge pressure fluctuation issue could not be reproduced. The console operated as expected. However, isolated testing was performed to identify the root cause of the imc-ahp error issues observed in the logs. The imc-ahp error issues were isolated to the rfid pcb. After swapping the rfid pcb for a known good one and testing the console with a pump and purge cassette kit, the imc-ahp error issues subsided. The reported fluctuating purge pressure issue could not be determined due to the inability to reproduce. The root cause of the observed imc-ahp error issues was isolated to the rfid pcb. The rfid issues did not have a clear correlation to the reported but not confirmed purge pressure fluctuation issue.

Event description:
The user facility reported a 39 year old female with impella 5.5 device when the purge pressure was out of the normal range. The purge cassette was replaced but the problem continued. The impella aic was exchanged, and the issue was resolved. There was no patient harm reported.